Manufacturer narrative:
Explant was reported due to "severe mitral regurgitation due to a torn cusp and a small hole in another cusp due to infection". The investigation found that cusp 2 and cusp 3 were torn. Cusp 2 and cusp 3 had thinning and a loss of collagen. There was no inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate thinning and loss of collagen in the cusps and at the tear site, which could have contributed to the formation of the tear.

Event description:
In 2016, a epic stented tissue valve was successfully implanted in a patient with mild regurgitation and endocarditis. On 22 mar 2021, the patient presented with severe mitral regurgitation due to a torn cusp and a small hole in another cusp due to infection. It was decided to treat the patient with continued antibiotics and to explant the epic stented tissue valve. During the explant procedure, the valve was adherent to the pericardium and pleura and was well seated and well sealed around it with fibrous tissue. During the valve dissection a small tear ended up being a massive hole in the ra with serious bleeding. This was controlled after going on cardiopulmonary bypass (cpb) using suction and aortic cannulation, and eventually with several pledgets of teflon around a cannula in the superior vena cava (svc), aortic cannulation, and inferior vena cava (ivc) cannula. The valve was successfully explanted and replaced with a new valve was successfully. Upon inspection of the explanted device, there was confirmation of the device tear on the base of the cusp and a small hole, possibly due to an old infection. The patient is stable and hemodynamically stable. No additional information was provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2016, a epic stented tissue valve was successfully implanted. On (B)(6) 2021, the epic stented tissue valve was explanted. Upon inspection of the explanted device, there was a tear observed on the base of the cusp and a small hole, possibly due to an old infection. The patient is stable.